Event description:
It was reported that in central processing, the wires were observed to be loose on the maryland bipolar forceps instrument. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's pitch cable to be broken on one side which caused the cable to be loose on the opposite side. The pitch down cable was broken at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the broken cable found during failure analysis if to recur could cause or contribute to an adverse event.